Event description:
Gravely ill pt requiring ccrt thru the use of the prismaflex machine by gambro. When treatment was initiated on the pt the machine initiated an error screen as an incorrect dialysate weight change. The nurse contacted the company tech and our biomedical staff who attempted to trouble shoot the machine but could not identify any remediable problems with the machine. After recalibrating the scales again we attempted to use the equipment to treat the pt but again experienced the same failure-incorrect weight change alarms, thus the pt was unable to receive treatment, this happened when we attempted to use all 4 of our machines. Gambro did send out tech support and with the assistance of our biomedical tech all 4 machines had scales replaced on 12/13/06.